Event description:
MDR. Facility alleged patient had a reaction to the dialyzer. Pt complained of shortness of breath, a new dialyzer was primed and treatment continued. No patient injury. No further complications were reported.